Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that the lower housing had two threaded inserts partially detached. Since the event occurred during routine testing, there was no patient involvement during this event.